Event description:
In 2008, the pt reported receiving an e4 (occlusion) error after programming an extended bolus on her infusion device. She switched all of her accessories to her backup infusion device. Her blood glucose readings were also elevated. At breakfast, her blood glucose measured 443 mg/dl, at lunch, it measured 519 mg/dl then lowered to 442 mg/dl, at dinner, it measured 392 mg/dl. At the time of the report, her blood glucose was elevated to over 600 mg/dl and had a headache, stomach ache, and was vomiting. Her normal blood glucose level is 100-200 mg/dl. The pt was assisted with switching back to the primary infusion device. She was able to prime and bolus without error. She programmed a 25 unit extended bolus for 4 hours and bolused for her current blood glucose level. The pt stated she had a shoulder injury and was taking pain medication. She was advised to consult her physician regarding elevated blood glucose. The pt called back on the next day, and stated she received another e4 error while attempting to bolus 25 units of insulin. She was instructed to disconnect from the infusion site and she was able to bolus without error. She was advised to change her infusion site and she was able to complete her bolus without error. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.